Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead got dislodged and undergone a surgery for lead repositioning. However, the atrium was found unresponsive and the physician decided to place the lead on a spot with adequate sensing and thresholds. The physician suspected the lead got dislodged again due to patient heart anatomy. Additional information obtained from the field representative indicated the exact date of the revision procedure. However, there was no confirmation that the lead was dislodged for the second time. This ra lead remains in service. No additional adverse patient effects were reported.